Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were getting a burning sensation like they had to go to the bathroom and had to go to the bathroom after 2 minutes. The patient stated that they were using the burning sensation to describe urgency. The patient noted that they were bumped in the back and was wondering if that affected their device. The patient noted that they would be traveling soon and was worried that they would have to go to the bathroom on the plane. The patient connected with their implant and stated that stimulation was turned on. The patient noted that when they were finding their implant it hurt when they pressed down on it. The patient noted that they were losing weight and were concerned that it would affect the device if their ¿toosh¿ got any smaller. The patient noted that they were losing weight in their stomach and ¿toosh¿ area. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.